Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this device received inappropriate shock therapy; the delivered therapy was on the same date, but within two subsequent episodes. The field reported this as a non sustained tachycardia with noise and t wave oversensing. There was no documented programming changes and to date, no further complications have been reported. The device currently remains implanted and in service.